Event description:
Attempt made to remove external fixation implants in ususal fashion. Unable to remove 6-hole multipin clamp. Loosened all the way and would not release from pins. Surgeon had to remove pins with t-handle chuck while holding clamp. Manufacturer response (as per reporter) for 6 hole multipin orthopedic pin to bar clamp, ex-fix clamphave asked reprocessor to share any info from their analysis with this facility.